Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The cause of the limb ischemia was not determined since product was not returned and all the necessary information was not provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on impella cp support, patient developed limb ischemia. During impella placement, there were limited distal pulses noted in the right leg impella side. Patient¿s pulsatility unexpectedly dropped in the intensive critical unit (ICU). A distal perfusion catheter was placed, and a clot was noted in the distal perfusion catheter. The nurse aspirated the clot out, distal perfusion intact and flushed every hour.